Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed in the colon. According to the complainant, during preparation, when the nurse checked the function of the device, it was noted that the snare did not extend smoothly. The procedure was completed using a second rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be good following the procedure. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
The investigation findings: flare detached. A visual examination of the device found the flare to be detached. The condition of the device rendered functional testing impossible. The complaint was confirmed. The failure of flare detached would impede the snare loop from being able to extend. However, there is not enough information and evidence available to determine a root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.